Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: sheath shaft is curved. Liner is delaminated 1 inch from distal tip. Two kinks, one at distal strain relief and hdpe indentation at 6 inch from strain relief. Scratches were found near distal tip. Radiopaque marker is present. Imagery was provided and the following was observed: calcification is present in patient's access vessel. Tortuosity is present in patient's access vessel. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate patient factors (tortuosity) and/or procedural factors (altered balloon profile, excessive manipulation) may have caused or contributed to this complaint event. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, there was resistance during insertion of the esheath+ into the patient's vasculature, so it was decided the remove the esheath+. Upon removal of the devices, the esheath+ was reported to be damaged. A new 16fr esheath+ was inserted with no issues and the valve was successfully implanted. However, there was difficulty removing the commander delivery system into the 16fr esheath+ due to the balloon not folding affectively, and the team had to forcing it out. There was no residual volume in the balloon. After removing the delivery system, the wire could not be re-advanced through the16fr esheath+, and the clear plastic of the expandable portion of the esheath+ was enfolded on the bottom portion of the esheath preventing the wire from being re-inserted.

Manufacturer narrative:
Investigation is still ongoing.